Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was over 600 mg/dl at the time of the incident. The customer was treated with insulin and an intravenous. It was reported that the customer had symptoms such as feeling sweaty and shaky. It was reported that the customer declined troubleshooting. The insulin pump will not be returned for analysis.